Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A readings issue was reported with the use of the freestyle libre 2 sensor. The customer's caregiver reported the sensor obtained unspecified high/low scan when compared to an adc meter. No adverse symptoms were reported however, the customer had contact with a healthcare professional and received unspecified treatment for the reported issue. No further details were provided as the reporter ¿felt uneasy to answer¿. There was no report of death or permanent injury associated with this event.